Event description:
Pt reported attaching baxter two day infusor with 5-fu/dextrose 5%, and heparin on 4/2/99 pm. The pt looked at the infusor on 4/3/99 pm, and discovered that the infusor had not delivered any medication. She changed to another infusor at that time. Pt reported some crystalization on the fill port end of the infusor, which may be unrelated. She noticed crystalization in the same area on another infusor. Pt decided not to use this infusor also. Pt instructed to securely maintain infusors until facility can pick up for inspection/return to MFR.